Manufacturer narrative:
Medwatch: mw5152495.

Event description:
Voluntary medwatch received states that the right atrial lead was explanted due to a product performance issue. There were no patient consequences. No additional information was reported.